Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the cooling oil was leaking. The fse reviewed system log files and found cooler error due to oil leakage. Upon troubleshooting, the fse found damaged oil hose. To resolve the issue, the fse replaced oil hose and released the air, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the cooling oil pipe was burst. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.